Event description:
It was reported by svc report that the power pro is leaking hydraulic fluid. There was no pt injury or adverse events to report.

Manufacturer narrative:
Hydraulic sub-assembly leak.